Manufacturer narrative:
Updated fields - b2, b4, b7, g1, g3, g6, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the defective power cord (d012-00-1688-02). The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
On (B)(6) 2025, it was reported that cardiosave intra-aortic balloon pump (iabp) did not switch to mains operation once the power connection was properly established. The device remained on battery power and the control block was correctly secured in the trolley. On (B)(6) 02025 additional information was received that the patient later died due to poor general condition, not because the therapy was not started.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields - d10, h6(medical device ¿ problem code).